Event description:
Additional information was received that the valve was explanted on the same day as the initial implant procedure.

Manufacturer narrative:
Corrected data: d6a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that following the dislodgement, a 30 millimeter (mm) snare was used to move the valve into the descending aorta. A second valve was not attempted. There was no paravalvular leak (pvl) noted.

Manufacturer narrative:
Continuation of d10: product ID: {d-evolutfx-2329}; product lot/serial number: {unknown}; product type: {0195-heart valves}; implant date: {n/a}; explant date: {n/a}. Product ID: {l-evolutfx-2329}; product lot/serial number: {unknown}; product type: {0195-heart valves}; implant date: {n/a}; explant date: {n/a}. Product ID: {post-implant balloon aortic valvuloplasty}; product lot/serial number: {unknown}; product type: {balloon valvuloplasty}; implant date: {n/a}; explant date: {n/a}. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve,  the valve was inspected and a pre-implant balloon aortic valvuloplasty (bav) was performed, which was standard for the implanting physician. 15 minutes following implant, a post-implant bav was performed. Subsequently, the bav hit the tab on the valve, and the valve dislodge. An aortic dissection was observed.  A stent was placed, and surgical repair was performed to treat the dissection. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the post-implant bav was performed due to paravalvular leak (pvl) and a gradient of 10-15 m illimeters of mercury (mm hg). The deployment starting point was at the bottom of the pigtail catheter. The valve dislodged aortic. Prior to valve dislodgement the implant depth on the non-coronary cusp (ncc) and left coronary cusp (lcc) was 3 mm. After valve dislodgement, the implant depth on the ncc and lcc was -10 mm. Additionally, a non-medtronic guidewire was used during the procedure. It was further reported that the dissection occurred at the end of the procedure. Per the physician, the cause of the dissection was due to pulling the valve into the descending aorta and the delivery catheter system (dcs) did not cause or contribute to the dissection. A second valve was not implanted in the patient. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.